Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket not detecting scope removal. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were flashing and the problem could not be resolved. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the scope detection sensor, due to wear or damage associated with user handling. As stated in the instructions for use, as a preventive measure for damage associated with use of the device: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." "Never apply excessive force to connectors. This could damage the connectors." "Store the equipment at room temperature in the horizontal position in a clean, dry, and stable location."